Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, the tube had an erroneous results issue. The hemoglobin value was below the lower limit of 59g/l when blood was drawn for a routine examination. The blood was drawn again on the same day and the reexamination value was 78g/l, which was consistent with the previous detection result (79-87g/l). A few days later, the reexamination showed that the hemoglobin value increased to 90g/l.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. Retention samples were visually inspected with no issues identified, all results meet the product specification. Retention and control samples were further analyzed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The customer¿s instrumentation (sysmex xn2000) was utilized for this investigation. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when using the tube, the tube had an erroneous results issue. The hemoglobin value was below the lower limit of 59g/l when blood was drawn for a routine examination. The blood was drawn again on the same day and the reexamination value was 78g/l, which was consistent with the previous detection result (79-87g/l). A few days later, the reexamination showed that the hemoglobin value increased to 90g/l.